Event description:
The hcp reported that the pt was experiencing severe headache, nausea and loss of pain control- onset 05/15/2006. The pt was receiving morphine via the drug pump. A dye study to assess the catheter was performed and the catheter was replaced. Post replacement, the pt experienced a dural puncture headache.